Event description:
It was reported that the customer experienced an on-going elevated blood glucose (bg) level of over 600 mg/dl; cause was unknown. Reportedly, the customer performed a supply change, then delivered both a correction injection and a correction bolus via pump to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.